Manufacturer narrative:
In response to FDA report number: mw5101336. (B)(4). Concomitant therapies: levocetirizine (xyzal) sid, patday, ophthalmic drops prn, centrum silver for women prn, magnesium malate 1000 mg sid, taurine 1000 md sid, hair/skin/nail gummies, livatone (liver/ gallbladder cleanse & support). The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "swollen glands," and "skin rashes." Patient additionally reported "breast implant illness, plantar fasciitis, psoriasis," "enhanced gi issues, blurriness of eyes that would come and go, ears ringing, hair loss, intolerance to alcohol, elevated liver enzymes, insomnia," "swelling in arms, legs, feet," "numbness and tingling in arms and hands," "autoimmune issues," "fibromyalgia," "migraine headaches," "extreme fatigue," "neck/shoulder pain, bone/joint discomfort, sore throat, and chest discomfort," all not related to the device. The device has been explanted.